Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and cleaned the flowcell and replaced both na reference and measuring electrodes. Failure mode is unknown and either the electrodes and/or dirty flowcell could have caused or contributed to the event.

Event description:
The customer reported obtaining erroneously low na (sodium) results for twenty (20) patients involving the unicel dxc 800 synchron system. The erroneous results were reported out of the laboratory. The customer repeated the samples on an alternate dxc analyzer and issued amended reports. The customer initially noticed an issue when calibration failed. Recalibration was successful and level three qc (quality control) passed within established range. The customer noticed that level 1 control had not been run and proceeded to run both level three and one qc. The customer stated that both levels of qc were at the bottom of the laboratory's established ranges and proceeded to rerun the patient samples.